Event description:
It was reported that during an unknown procedure, the clip was ejected at the first firing and the clip could not be fed into the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received: 11/30/2009 the clip was ejected outside the patient body. Therefore, no clips were fallen into the patient body.

Manufacturer narrative:
(B)(4). Advancer bypass,malformed clip, indicator wheel failure. The analysis results found that one el5ml device was received in good visual condition. During the first two firing sequences a short feed and an advancer bypass incidents occurred; during these incidents the jaws remained in closed position. The trigger was manually assisted in order to open the jaws. A possible cause for the short feed issue may be excessive friction between feed bar and shaft during clip feeding. The remaining clip was a scissored clip and then, the device locked out as intended but the orange indicator did not show up. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass and opening issues. However, it could not be determined what may have caused the found scissored clip. No incident related to the reported event was observed during the batch record review.